Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 256 mg/dl, 156 mg/dl, and 57 mg/dl within 2 minutes on the compact plus system. Customer was experiencing hypoglycemic symptoms at the time and self-treated by eating. No adverse event reported. Requested return of suspect device and replacement was sent.